Manufacturer narrative:
Device not returned.

Event description:
Device was explanted due to tricupid regurgitation, after implant duration of approximately two years. No further information provided.